Event description:
It was reported the physician was performing an arthroscopic hip procedure using an ambient super multivac 50 with finger switches. Approximately 90 minutes into the procedure, an electrode detached from the distal end of the wand, falling into the pt's joint. The surgery proceeded an additional 30 minutes and was completed; however, the detached fragment was not retrieved. The physician reported a delay of 30 minutes in the procedure as a result of the event.